Manufacturer narrative:
H.6. Investigation summary master production records were reviewed for this lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Leakage test the 5 retained samples, all passed. No sample or photo was provided for this complaint. Without sample or photo, bd could not observe the failure mode. At this time a root cause could not be identified. A visual inspection of the retained samples was performed and no defects were noted. H3 other text : see h.10

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the joint. The following information was provided by the initial reporter, translated from chinese to english: on august 1, 2019, the nurse gave the patient intravenous infusion. After connecting the infusion device with the indwelling needle, the leak was found at the joint, and the indwelling needle was replaced immediately without any adverse consequences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the joint. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the nurse gave the patient intravenous infusion. After connecting the infusion device with the indwelling needle, the leak was found at the joint, and the indwelling needle was replaced immediately without any adverse consequences.